Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed that malfunction did not recur, and was advised to continue using pump and to call back if issue happened again.